Event description:
It was reported that the mobile programmer application displayed a white screen with a diagnostic message indicating that an unexpected error had occurred when attempting to open a package (pkg) file post follow up session. It was noted that it was attempted to open the pkg file as the follow up session could not be saved to portable document format (pdf). Troubleshooting steps were advised to include re-programming the patient's last name to either remove or edit the straight apostrophe to a mobile programmer application supported character with a view to resolving the issue. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.